Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to firmly press the button and assisted them in removing the pump from its case, yet the issue persisted. Customer continued to use pump for insulin therapy.